Manufacturer narrative:
The cartridge is not an implantable device; therefore, not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge appears to be deformed where cartridge goes in. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on 12/28/2017. Device evaluation: the emeraldc30 cartridge was received inside an envelope. The cartridge was received inside the original cartridge tray. The sample was observed under microscope 10x magnification and viscoelastic residues were observed only in the cartridge tube. No viscoelastic residues were observed in the loading zone of the cartridge. The cartridge tip was observed dented, the complaint was verified however, due the condition of the sample, this could have been caused by the handpiece during the handling and loading process. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.